Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations. A 40e 0° liner and 40 +4 metal head were revised to a new head and sleeve with constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.